Event description:
It was reported that stent inadvertent deployment occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel via ipsilateral approach. A 14x40x120 epic stent self expanding was selected for use. During preparation, it was noted that the stent strut was opened from the proximal side. The device was not implanted, and the procedure was completed with another stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the epic device was returned for evaluation. A visual and tactile examination identified an outer sheath kink approximately 340mm proximal from the distal tip. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual examination identified no issues or damage with the tip of the device and to the handle of the device. The investigator opens the handle, and no issues was noted with the handle of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel via ipsilateral approach. A 14x40x120 epic stent self expanding was selected for use. During preparation, it was noted that the stent strut was opened from the proximal side. The device was not implanted, and the procedure was completed with another stent. There were no patient complications as a result of this event.